Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was able to rewind. Customer stated that the insulin pump had multiple power error alarms were found in less than week. The insulin pump will be returned for analysis.